Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep), reporting that they would be meeting with the patient on (B)(6) 2017 to take care of the overdischarge battery previously reported. No further patient complications have been reported as a result of this event.

Event description:
Information was received from a manufacturing representative about an unknown patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins was overdischarged. The patient had not charged their device for approximately 2 years. There were no symptoms reported. No complications or further complications were reported.

Event description:
Additional information was received from the rep who reported that they met with the patient and performed a physician reset mode (prm). The rep believed it had been a year since the ins was charged, it was previously stated that the patient hadn't charged for two years, so it isn't entirely clear how long it had been since the patient's last recharge. The rep did an antenna locate prior to starting a second prm and then saw the power-on-reset (por) message. The por was cleared and the patient charged with 6-8 bars up to 50%. The rep reprogrammed the settings and instructed the patient to charge to full before turning the ins back on. The patient was also instructed to keep the ins full. It was noted that it was unknown how long the ins was in overdischarge. No further complications are anticipated.